Event description:
It was reported that during a gastric sleeve procedure, the device did not cut correctly and could only be opened with application of excessive force, no further information is available. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Damaged release button. The analysis results showed that one ec60 device was returned in the closed position. An ecr60g cartridge fully fired was received loaded on the device. Upon further analysis the device, it did not opened properly; however, the device opened by applying reverse force to the closing trigger. The device was disassembled to verify the condition of the internal components and it was noted that the interaction between the release button and the indicator gear, did not allow the device to open properly when the release button was depressed. Although no conclusion could be reach on how the reported event was caused, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.